Manufacturer narrative:
Citation: lead author: jaishankar raman. Article title: "a comparison of low and standard anti-coagulation regimens in extracorporeal membrane oxygenation." Journal title: the journal of heart and lung transplantation. Publish date: 31-jan-19. Volume (issue): 19. Earliest date of publish used for event date [31-jan-19]. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Patient information section: group 1 (control): 50 patients (predominantly male; mean age 54.5 years). Group 2 (low heparin): 52 patients (predominantly male; mean age 53.6 years). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of low and standard anti-coagulation regimens in extracorporeal membrane oxygenation (ECMO). All data was collected from a single center between november 2011 and december 2016. The study population included 2 groups, group 1 (control) 50 patients (predominantly male; mean age 54.5 years), group 2 (low heparin) 52 patients (predominantly male; mean age 53.6 years) who had after been treated with veno-arterial ECMO (va-ECMO). The va-ECMO system contained cannulae from medtronic (model and lot numbers not provided). Among all patients, 33 had haemorrhage from the cannulation site, 21 from group 1 and 11 from group 2. Based on the available information, none of the deaths were attributed to medtronic product. Based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. Among all patients there were no device malfunctions noted. No additional adverse patient effects were reported.